Manufacturer narrative:
During inspection and testing, foreign debris was found protruding from the air/water nozzle. The debris was a black rubber-like material which did not originate from the olympus device. A review of the device history record found no deviations that could have caused or contributed to the foreign material protruding from the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that fragments of an injection tube or silicone rubber products entered the channel and were caught in the nozzle. However, a definitive root cause of the foreign material protruding from the device could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities". Olympus will continue to monitor field performance for this device. In addition, the light guide lens was chipped, the air/water volume was not to specification, and the water removal function was not to specification. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer sent the device to an olympus service center for evaluation with no complaint. During inspection and testing, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.